Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, the reported clip caught in chordae appears to be related to procedural conditions (difficult imaging, lot of chords, interaction with anterior leaflets). The reported poor imaging is related to challenging patient anatomy (large left atrium), per case details. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, almost flat leaflets, and dilated left atrium. A mitraclip xt (41104a1059) was inserted and advanced to the mitral valve. However, difficulties visualizing the clip occurred, the clip became caught in chordae and caught on the anterior leaflet. Troubleshooting was performed and the clip was freed from chordae. Grasping was performed, but the clip was unable to reduce mr. Therefore, the clip was removed from the patient. A second clip, a mitraclip nt (50109r1069) was then inserted and advanced to the mitral valve. However, difficulties visualizing the clip occurred, and the clip became caught in chordae. Troubleshooting was performed and the clip was able to be freed from chordae. The clip was removed from the patient. A third clip, a mitraclip xt, was then inserted and was successfully deployed on the mitral valve, reducing mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.